Event description:
Clinical study. Same case as MDR 6000089-2007-00480. It was reported that 487 days after a coronary drug eluting stenting treatment procedure, the pt expired. Target lesion 1 was located in the mid left anterior descending artery (mid lad) and was treated with predilatation and placement of a 3.00 x 20 mm taxus express2 drug eluting stent. Reducing the stenosis to 0%. Target lesion 2 was located in the proximal left anterior descending artery (prox lad) and was treated with predilatation and placement of a 3.50 x 24mm taxus express 2 drug eluting stent overlapping with the previously placed stent, reducing the stenosis to 0%. The pt was discharged one day later on aspirin and plavix. Four hundred eighty seven days later, the pt expired. This was reported by a family member. The family member stated that the pt was brought to the emergency room unresponsive. The cause of death is unknown. The family member also stated that the pt had a history of lung cancer. In the opinion of the physician, it is unknown if target vessel was involved. No autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.